Manufacturer narrative:
The cannula assembly was inspected for any manufacturing deficiencies and/or defects. No issues were found. The cause of the reported infection could not be determined. The middle and bottom batteries were measured to be low. The shelf mode of the device was measured, and it was found to be out of specification, indicating an electrical component failure. Visual inspection of the pcb and batteries found no abnormalities. High shelf mode did not affect the device during operation; no timeouts, drive stalls, and/or signs of struggle were seen in device data. No alarm was generated. The device was in pod state 15 indicating it was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the hip/buttocks. The site was swollen and very painful. Patient went to the emergency room. They stated that the site was cleaned by a wound doctor and they were prescribed antibiotics (doxycycline).